Event description:
X-rays taken in (B) (6) 2009 showed, the iliac connectors had disassembled from the cmas screws on each side of the construct.

Manufacturer narrative:
(B) (4): no product was returned for evaluation. X-rays showed an expansive construct from t2 to the sacrum. The iliac portion of the construct failed on both sides. On one side, the screws came off the connector and on the other side, the connector came off the main construct (refer to MFR # 1030489-2009-00574)